Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic splenectomy, while being applied on the closed portal vein, the green button was pressed but the handle was not squeezed and the stapler did not fire. The device was replaced to complete the procedure. There was no patient injury.